Event description:
Strings don¿t feel secure, felt like going to pull out [device physical property issue] plunger wouldn¿t push the tampon up [device deployment issue] case narrative: consumer reported via email that the super plus tampon plunger wouldn¿t push the tampon up. No injury was reported.

Event description:
Strings don't feel secure, felt like going to pull out [device physical property issue]. Plunger wouldn't push the tampon up [device deployment issue]. Case description: consumer reported via email that the super plus tampon plunger wouldn't push the tampon up. No injury was reported.